Event description:
From [date redacted] through [date redacted] - approximately 3 weeks, there have been 17 dialysis tubing issues reported. Model sl-2010m2096 issues: connection issue-air in line: 11. Connection issue-air in line, blood leak: 3. Model sl-2010m2096a issues: connection issue-air in line: 1. Cracked line: 1. Missing clamp: 1. Manufacturer response for set, tubing, blood, with and without anti-regurgitation valve, hemodialysis bloodlines (per site reporter), questions.